Manufacturer narrative:
(B) (4). The valve was patent, but it did not pass leak testing due to a tear on the top of the delta chamber. The precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. The instructions for use that accompany the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported that during implantation, the surgeon did the test and found a leak in the delta chamber. So, they changed the product and finished the operation safely. There was no impact to the pt.